Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision due to infection (B)(6) 2020. 36mm humelock reversed stem cementless, 40mm centered glenosphere with screw, 40mm humelock reversed humeral cup and 24mm geloid baseplate cementless were removed. No product implanted during the surgery. Primary surgery (B)(6) 2019.